Event description:
A customer reported getting a blank screen as they tried to turn the meter on by pressing a button or inserting a test strip and as a result of being unable to test, the customer experienced vertigo and diaphoresis with subsequent loss consciousness and seizure. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.